Event description:
Event description guidant received information that this implantable lead dislodged one week post-implant as evidence by increased thresholds, and a xray which confirmed dislodgement. A lead revision was scheduled.